Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that, when tested, a noisy image was present due to a printed circuit board failure and the video connector was broken and could not be connected. In addition, the connector socket did not secure any paddles and all paddles were noted loose and disconnected when slightly moved, causing noise or image loss. The software version was determined to be 4.00.02; a recommendation to upgrade to version 4.10.01 was made. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that when olympus, model series 180 scopes were connected, there were lines through the image. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that no image was present due to a printed circuit board failure and the video connector was broken and could not be connected. This report is submitted due to no image present due to a printed circuit board failure and the video connector broken and unable to be connected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the image issue. Based on the results of the investigation, the device was an older version. There has since been a design change to prevent recurrence. Olympus will continue to monitor field performance for this device.